Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a target lesion in the distal right coronary artery which was previously stented, the 2.75 x 20 mm nc trek was advanced to the target lesion and inflated to 30 atmospheres (atm). A balloon rupture occurred. The device was removed from the anatomy and it was noted that something came off when the device was removed. It was noted that the balloon portion of the device was missing. The remaining devices (guide catheter and guide wire) were removed as a single unit and the separated balloon tip was found on the cath lab floor. No difficulty was noted during advancement or removal of the device. There was no adverse patient effect and no portion of the device remains in the patient anatomy. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number: (B)(4). Device coding: 2017 - use above rated burst pressure. Correction: device not returned. The product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that coronary dilatation catheter (cdc), nc trek rx, global instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation determined the reported balloon rupture appears to be related to the user error as the balloon was inflated above rbp. Additionally, the reported tip/balloon separation appears to be related to circumstances of the procedure, as it is likely that manipulation or inadvertent mishandling during retraction, caused the ruptured balloon to get caught in the implanted stent causing the balloon to separate. There is no indication of a product quality issue with respect to manufacture, design or labeling.